Event description:
It was further reported that cultures taken when the patient's implantable cardioverter defibrillator (ICD) was repositioned were normal. It was also reported that the patient's right ventricular (rv) lead has a diagnosis of sustained failure to capture with continued high thresholds. Initial intent to replace was updated to continue monitoring.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst commented that visual analysis revealed tool and cautery marks on the shield, and there was grommet damage as well as a setscrew that was disengaged and sideways within the grommet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was repositioned to a subpectoral location due to a painful pocket and remains in use. It was also reported that the patient's right ventricular (rv) lead had a sudden increase in pacing threshold. The lead remains in use and no programming changes were noted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.